Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24apr2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit alarmed at power on and unit could not fully start up. Additional information received stated unit would not ventilate when being setup with a new patient. Red alarms notified the staff that the turbine and fan circuit had issues. Unit could not be turned off and touchscreen would not respond. The customer reported there was no patient involvement.

Manufacturer narrative:
Date received by MFR: 29aug2019. Report date: 03sep2019. The field service engineer (fse) replaced the power management (pm) board and the motor controller (mc) board to address the reported problem. The pm board was not returned for failure analysis. The mc pcba was returned and tested in failure investigation, and no failures were identified.